Manufacturer narrative:
Correction on initial report: b.5, d.1 & d.4. Additional information provided: d.11.

Event description:
It was reported that the extension tubing separated at collar after total parenteral nutrition (tpn) bag was spiked. Tubing became contaminated and tpn was discarded. A new specialty intravenous fluids was ordered to replace the tpn. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing set separated from the "collar" after tpn was spiked. Tubing was contaminated and tpn was discarded. A new specialty ivf was ordered to replace the tpn.